Event description:
It has been reported to philips that the system could not save images during a patient procedure and was unable to perform fluoroscopy. The user received the error message ¿low image space delete images¿. The user deleted patient data but the error remained. The procedure was aborted and the patient was moved to another room. No harm has been reported to philips. Philips investigated the complaint. Analysis of the system log file confirmed the error message viewed by the user. The philips field service engineer inspected the system onsite and confirmed that the image disk on the image processing pc (ippc) was full and unable to process images, as the image disk was corrupted. The image disk was replaced and the system was returned to use in good working order. Philips has attempted to obtain patient information. However, the customer has not provided the requested information.